Event description:
Disposable blood warming cassette ruptured due to the unit not sensing an occlusion. The timing of the rupture was significant since it occurred during a critical time in the case while the pt needed large volume fluid delivery. The rupture was caused by the failure of the pressure transducer to sense an occlusion in the pt line. The pressure sensor intially senses positive pressure then at a certain pressure starts to measure additional increasing positive pressure as a decreasing pressure. Therefore during an occlusion the pressure transducer does not report a high positive pressure. Due to this problem the pump continued to run against the occlusion and eventually ruptured the plastic cassette around the warming assembly.